Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also observed a red bump at the infusion set insertion site. The customer's blood glucose was 440 mg/dl. He changed the infusion set to treat. He observed an average amount of blood at the site. He stated that the site was irritated and painful. He stated that the size of the skin irritation was about the half the size of a pen cap. He was advised to speak with his doctor regarding alternative sets. He noted that he has very little body fat. The customer stated that he would call back if the issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.